Event description:
It was reported that during a laparoscopic right colectomy procedure, the trocar was leaking gas from the beginning of the case. There were no adverse consequences for the patient. Procedure was completed with a sleeve on the table.

Manufacturer narrative:
(B)(4):multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Yes, whistling-air leaking. If so, did the noise prevent insufflation? Please describe the noise. It reduced ability to insufflate. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Unsure. Were you able to identify where the leak was coming from? From trocar. Was a device inserted in the trocar during the leaking? If so, what device? No. Was any torque being applied to the trocar or device? No.